Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl, baclofen and bupivacaine via an implantable pump for unknown indications for use. It was reported that examination revealed some slight pump migration. No action taken, as it is not resulting in any complications and the patient denied pain at pump site.